Event description:
Tubing pulled out of the hub of pressure tubing..

Manufacturer narrative:
Evaluation: unit 1 - customer report was confirmed. Rec'd (1) complete triple dpt - vamp adult kit. Kit appeared not used. Tubing (on pa pressure line, yellow label) was broken off from bond joint with the female connector (attached to zero-stopcock). Unit 2 - customer report was confirmed. Rec'd (1) complete triple dpt - vamp adult kit. Kit appeared not used. Tubing (on pa pressure line, yellow label) was broken off from bond joint with the female connector (attached to stand-alone stopcock). Unit 3 - customer report was not confirmed. Rec'd (1) complete triple dpt - vamp adult kit in sealed original package, lot# 58595452. Package was open and visual examination was performed for entire kit. No visible was observed from returned kit.